Event description:
The physician reported that during the implant procedure of the subject lead and associated ICD, the parameters of the lead were normal (impedance = 400 o, shock impedance 55 o , pacing threshold = 1v / 0.5 ms, sensing= 9 mv). Additionally, during the last 5 biannual consultations relative to the ICD there were stable parameters relative to the subject lead and the parameters during the last follow-up on (B)(6) 2015 were normal (impedance = 400 o, shock impedance = 61 o, pacing threshold = 0.75 v / 0.5 ms, sensing = 10 mv). During the ICD replacement procedure on (B)(6) 2016, the shock impedance of the subject lead was > 200 o. Another suitable lead was implanted, and the subject lead remains inactively implanted.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported that during the implant procedure of the subject lead and associated ICD, the parameters of the lead were normal (impedance = 400 o, shock impedance 55 o , pacing threshold = 1v / 0.5 ms, sensing= 9 mv). Additionally, during the last 5 biannual consultations relative to the ICD there were stable parameters relative to the subject lead and the parameters during the last follow-up on (B)(6) 2015 were normal (impedance = 400 o, shock impedance = 61 o, pacing threshold = 0.75 v / 0.5 ms, sensing = 10 mv). During the ICD replacement procedure on (B)(6) 2016, the shock impedance of the subject lead was > 200 o. Another suitable lead was implanted, and the subject lead remains inactively implanted.